Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer states that the patient arrived to dialysis center and the rn discovered a small tear/crack at the y junction. The catheter was removed and replaced. No patient injury or ill effect.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.